Event description:
Account alleged the control box would work sometimes with the emergency stop button pushed in. No injury reported.

Manufacturer narrative:
New control box has been installed and the lift is functioning properly.